Event description:
Left subclavian subcutaneous venous access device removed surgically from pt. A 1cm irregular tear noted next to port. Fracture located in a longitudinal fashion along the catheter.